Event description:
Consumer stated tampon came apart upon removal and tampon pieces remained inside her. She believes she removed the remaining pieces and will see medical attention if any pieces remain.

Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.